Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2014. Approximately a couple days post procedure, the patient contacted the physician "complaining of abdominal pain." The physician "saw [the] patient a week after the surgery and prescribed antibiotics". At this time the "patient had discharge that had a bad odor" and the patient's level of pain was decreasing. The patient was discharged home. It was reported, the patient is still on antibiotics. The computed tomography (CT) scan showed normal post-surgery uterus and did not show anything abnormal. The patient did not have a fever. The patient's vaginal culture showed group b streptococcus (gbs). The patient reported to the physician on (B)(6) 2014, "[I am] feeling much better."

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review and sterile lot review were conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. (B)(4).